Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter entrapment occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon became stuck with a non-boston scientific (bsc) guidewire. Both the non-bsc guidewire and the balloon were removed together as a single unit, and no damage was observed on the device. The procedure was completed with another of the same device, and there were no patient complications. It was further reported that the balloon protector was removed first, and there was no resistance encountered during the removal of the balloon protector.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter entrapment occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon became stuck with a non-boston scientific (bsc) guidewire. Both the non-bsc guidewire and the balloon were removed together as a single unit, and no damage was observed on the device. The procedure was completed with another of the same device, and there were no patient complications.